Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to (B)(4). The hospital reported that during a coronary artery bypass procedure, the hst iii system (3.8mm) failed to properly load in the loading device after following IFU. The white plunger was not pressed. Another device opened and the same thing happened (separate complaint completed). 3rd device opened and loaded without issue. No delays. No injury was reported.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 08/03/2023. An investigation was conducted on 08/10/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. The delivery device was returned inside the loading device with the seal loaded in the delivery tube. However, the "2" was not visible in the window. The blue slide lock was off and the white plunger was depressed. The delivery device was removed from the loading device with no physical difficulties. Blood was observed inside the delivery tube, indicating an attempt was made to introduce the seal into the aorta. The seal and tension spring assembly was removed from the delivery device with no physical difficulties. No measurements were taken of the delivery device due to the presence of blood in the delivery tube. Based on the reported event description and investigation results, the reported failure "fitting problem" was not confirmed, however the analyzed failure "activation problem" was confirmed. The lot # 3000324673 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.